Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the iabp intra-aortic balloon pump (iabp) generated an "autofill failure". When the nurse tried to re-zero the machine said "function not available. The patient was transfer to another iabp and it functioned fine. The iabp model is unknown. There was no patient harm and no adverse event was reported.